Manufacturer narrative:
The lot was manufactured from december 20, 2018 - december 21, 2018. The actual sample was received containing approximately 100ml fluid in the bladder. Functional testing was performed by removing the blue winged luer cap; no fluid came out at the distal luer lock. No sign of blockage was observed. Additional testing was performed by cutting the tubing line and no fluid came out of the tubing. The reported condition was verified. The cause of the condition was due to excess solvent being applied during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate "did not infuse at all." It was further reported that the device was filled with 3gr of a non baxter antibiotic and 100 ml of physiological serum. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.